Manufacturer narrative:
Because the customer reported her issue through email, customer service requested via an email response that she call so that her issue could appropriately be addressed. As of the date of this report, the customer has not contacted customer service. In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to medela llc via email that her pump in style breast pump was not working and she had "tried everything but it does not work and it has a very strange sound." Customer service sent the customer troubleshooting tips via an email response. On (B)(6) 2018, the customer alleged to medela llc via email that her pump in style breast pump was not working. She alleged that she had completed all the troubleshooting tips that were sent to her by customer service and that she purchased new parts, but the pump was still not working. The customer further alleged that she developed mastitis.

Manufacturer narrative:
In follow up with a complaint handler on 04/03/2018, the customer indicated that her mastitis was resolved. She also indicated that she was in touch with customer service; however, there is no record of such contact. Three additional inquiries, including one in writing, were made with the customer to get details regarding her alleged contact with customer service; however, she has not responded as of the date of this report.